Manufacturer narrative:
The adhesive pad was returned attached to the bottom housing. Inspection of the adhesive pad and adhesive pad welds found no damages or manufacturing deficiencies that would cause the reported adhesive failure. It could not be determined what caused the reported adhesive failure. The exposed portion of the soft cannula was observed to be stretched. The length of the soft cannula was measured to be above specification. It could not be determined when or how the cannula was damaged.

Event description:
It was reported the patients blood glucose level rose to 400 mg/dl while wearing the pod between 4 and 24 hours on the arm. While resting the patient noticed there was an adhesive issue. As treatment patient applied a new pod.